Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose. However, the exact value was not provided. Reportedly, the customer declined to provide additional information regarding the event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the lowest blood glucose (bg) confirmed in the pump logs on (B)(6)2018 was 55 mg/dl via continuous glucose monitor (cgm). Cgm alert 3 (cgm glucose reading below the user threshold) annunciated. User made bolus request without entering current bg level multiple times on (B)(6)2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.